Event description:
It was reported that the bd nano¿ 2nd gen pen needle breaks off during use. The following was recieved by the initial reporter: received from patient: the bd micro-fine ultra 4mm pen needles often break off. The needle gets stuck in the gummi of the insulin pen or after pricking, the needle 'cracks' off and gets stuck in the skin of patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-jul-2023. H6: investigation summary two open 32g x 4mm pen needle samples along with one insulin pen were returned from lot. No. 2186568 cat. No. 320141. Visual examination was carried out on the returned samples and a broken non patient end of cannula was observed on both samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to determine root cause.

Manufacturer narrative:
B3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle breaks off during use. The following was recieved by the initial reporter: received from patient: the bd micro-fine ultra 4mm pen needles often break off. The needle gets stuck in the gummi of the insulin pen or after pricking, the needle "cracks" off and gets stuck in the skin of patient.